Event description:
Rec'd notice of complaint concerning above product from director of nursing. Reports a leak occurred from the pump segment to pump adapter (post pump) location. The leak occurred 1.5 hours into the pt's treatment. The treatment was stopped and the line was changed. The treatment was then completed without further incident. The reported blood loss was 125-150cc. There was no medical intervention required. The line was discarded on the day of the event. The director of nursing states that there were 2 other events with this lot number in which a leak occurred during prime. These lines were not used for pt treatment. The remainder of this lot number (approx 22 lines) was removed from the stock and returned to the dist center. Qs will attempt to have this transferred for evaluation of companion samples. Receiving supervisor off today and 10/4. A medwatch form has been filed based on blood loss. 10/7-spoke with receiving supervisor states that lines were rec'd and scrapped. Did not indicate that the customer had a problem with the product.